Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain, physical injury, bodily impairment and high levels of toxic metals in the bloodstream. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Previous medwatches are correct in that this complaint is still considered to be closed. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2014- plaintiff¿s preliminary disclosure form was received, which identified dob, and side information. Doi will be updated. Part/lot was provided for the cup and head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/16/2015 - user facility report (B)(4) received. There is no new additional information that would affect the investigation. This complaint was updated on 07/01/15.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/4/2015. Sales rep reported revision surgery. Patient was revised to address alval. Due to previously alleged elevated metal ion levels, the stem and sleeve are being reported.